Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the tube of the set came loose and blood glucose level was 22 mmol/l in the morning. The pump was worn on waistband and during the night on same side of the set. No further information available.